Manufacturer narrative:
The onsite engineer evaluated the device on site. It was determined that this was a malfunction of the etco2 module. New module to be supplied by sale to customer. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that co2 was not working. There is no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter information: (B)(6). A follow-up report will be submitted upon completion of the investigation.